Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that bio ID was not lighting up. A field service engineer, tried the bio I'd log in with three different people and was able to logged in also checked all connections that were secured properly. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system bio-ID is not working. Customer stated that the malfunction caused a delay in issuing medications. There were no adverse events or injuries reported based on this incident.